Event description:
It was reported that the patient's compact rechargeable battery became very hot and allegedly started smoking while the patient was using the device. It was further reported that bubbling or melting was observed around the battery contact pins on the round part of the battery. A replacement charger was provided to the patient. No patient injury was reported in association with this event.